Manufacturer narrative:
Batch review was performed on 01.sep.2021: lot 2010251: (B)(4) items manufactured and released on 23-feb-2021. Expiration date: 2026-2-9. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no other similar event. Additional items involved in the event, batch review performed on 01.sep.2021: gmk-sphere 02.12.0025l femoral component sphere cemented size 5+ l (k140826) lot 2013258 lot 2013258: (B)(4) items manufactured and released on 18-feb-2021. Expiration date: 2026-2-7. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no other similar event. Gmk-sphere 02.12.0510fl tibial insert fixed sphere flex size 5/10 mm l (k121416) lot 2009033 lot 2009033: (B)(4) items manufactured and released on 10-nov-2020. Expiration date: 2025-10-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no other similar event.

Event description:
3 months after the primary surgery the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all components and implanted an antibiotic spacer. The surgery was completed successfully.